Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes/messages, error code 571.6241. There was no patient involvement reported.

Manufacturer narrative:
Additional in d10, h3, h6. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. A review of the device history record showed the device had a manufacture date of 09/10/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported alarm - error codes/messages, error code 571.6241. There was no patient involvement reported.